Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2015 with the following findings: the display is dim/fading/reddish. The battery compartment and battery cap are stripped. The battery cap gets stuck in battery compartment and does not secure tightly in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen was dimming. An attempt to contact the patient has been made. There was no further information regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.